Event description:
An lma classic did not hold inflation during pt use. The mask was inserted into the pt and it was observed that the valve was leaking. Clinician used a clamp to hold inflation and there was no pt problem or incident.